Event description:
It was reported on (B)(6)2025 that the patient presented with grade 4 functional mitral regurgitation (mr), thin leaflets and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully at central position. During the deployment of second mitraclip, several grasping attempts were made. The leaflets were grasped at 60 degrees. An increase in mr was observed with perforation of posterior leaflets. The clip was moved centro-lateral side and successfully deployed. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the reported difficult or delayed positioning of grasping leaflet resulting in tissue injury was related to challenging anatomy (restricted leaflet). Tissue injury is a known possible complications associated with mitraclip procedures. The reported minor injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.